Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure, there was a loss of the aiming beam of the console. The surgeon was not able to control the aiming beam with the aperture. However, below the aperture window, the aiming beam could be seen. The physician refused to continue to use the laser and he used a cautery instead. There were no patient complications. It was noted a fiber was not used but the arm was in use and connected to a laser microscope.

Event description:
It was reported that during a procedure, there was a loss of the aiming beam of the console. The surgeon was not able to control the aiming beam with the aperture. However, below the aperture window, the aiming beam could be seen. The physician refused to continue to use the laser and he used a cautery instead. There were no patient complications. It was noted a fiber was not used but the arm was in use and connected to a laser microscope.